Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Programming changes were recommended, but the physician decided to monitor the patient instead. Patient condition after the event was stable.